Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with increased capture thresholds on the right ventricular lead. The patient experienced diaphragm stimulation. The lead will be explanted and replaced during generator change out. Capping the lead will be discussed.